Manufacturer narrative:
Relevant medical information: (B)(6) 2006: (B)(6) medical center. [Author not indicated]. Anesthesia record. Operation: incisional hernia repair with mesh. Preoperative diagnosis: incisional hernia. Asa ii. Wound class I. (B)(6) 2007: (B)(6) medical center. (B)(6) , md. Operative report. Preoperative diagnosis: incisional hernia, recurrent. Postoperative diagnosis: incisional hernia, recurrent. Procedure performed: incisional herniorrhaphy primary repair. Anesthesia: general. Estimated blood loss: minimal. Indication: 57 year old white female presents with an incisional hernia now requiring operative repair. Procedure in detail: ¿after informed consent was obtained the patient was brought to the operative suite, placed in the supine position on the operating table, prepped and draped in normal sterile fashion. Antibiotics had been given. Incision was made through the previous midline at the site of the incisional hernia. Dissection down to what appeared to be the hernia sac was then performed. This was dissected back into the abdominal cavity. A portion of the sac was taken and sent for pathological diagnosis. Left lower 4 cm defect was identified. This was primarily repaired using multiple interrupted ethibond sutures. Primary closure had been performed. Irrigation of the wound was performed with copious amount of sterile irrigation. Subcutaneous tissue was then closed followed by the skin. Sterile dressing was placed. She tolerated the procedure and went to the recovery room in stable condition.¿ (B)(6) 2007: (B)(6) medical center. (B)(6) , md. Pathology. Specimen: incisional hernia sac. Diagnosis: incisional hernia, repair: benign fibrofatty and fibromuscular soft tissue consistent with hernia sac. Gross description: a single specimen is received in formalin labeled with the patient¿s name, ¿(B)(6) ,¿ and ¿incisional hernia sac.¿ the specimen consists of a piece of fibrous and adipose tissue which measures 4 x 2.5 x 1.5 cm. Once surface is smooth and glistening. (B)(6) 2008: (B)(6) county medical center. (B)(6) , crna. Anesthesia record. Asa 2. Preoperative diagnosis: gallbladder stones and incisional hernia. (B)(6) 2008: (B)(6) medical center. (B)(6) , md. Operative report. Preoperative diagnosis: incisional hernias, recurrent and symptomatic gallbladder disease. Postoperative diagnosis: incisional hernias, recurrent and symptomatic gallbladder disease, with adhesions. Anesthesia: general. Procedure: attempted laparoscopic cholecystectomy, lysis of adhesions and repair of incisional recurrent hernia with conversion to open cholecystectomy with lysis of adhesions and open hernia repair. Estimated blood loss: 50-100 mls. Indication for procedure: patient is a 58 year old white female with previous incisional hernia and colon resection now with symptomatic gallbladder disease requiring cholecystectomy and repair of incisional hernia. Procedure in detail: ¿after informed consent was obtained, the patient was brought to the operating suite and placed in the supine position on the operating table and prepped and draped in the normal sterile fashion. Antibiotics had been given prior to skin incision. Attempted cholecystectomy was then performed through the standard infraumbilical incision site. We were unable to get into the abdominal cavity fully. Two other incisions were used to enter the abdominal cavity. Once dissection of multiple lesions were performed, we became caked into an area of significant adhesions along with multiple areas of small bowel which made this very tenuous and difficult to remove this from the site of the hernias, as well as the right upper quadrant. Because of this we opened. Multiple adhesions were identified in that right upper quadrant. The patient was noted to have a small colonic enterotomy. This was dealt with [sic] essentially minimal contamination. This was repaired in two layer hand-sewn anastomosis. Open cholecystectomy was then performed. Care was taken not to injure the hepatic triad. The cystic duct and the cystic artery were both identified in 360° rotation and the gallbladder as then removed and sent for pathological diagnosis. Adhesions were taken down. Care was taken to ensure full removal of all hernia sites. Irrigation of the abdominal cavity with copious amount of sterile irrigation. The abdominal wall was then closed with a fiber wire without difficulty. A small drain was placed through an external site. Irrigation of the abdominal wall was then performed. Closure was then performed in multiple layers. Sterile dressings were placed. The patient tolerated the procedure well and went to recovery in stable condition.¿ (B)(6) 2011: (B)(6) medical center. (B)(6) , crna. Anesthesia record. Preoperative diagnosis: recurrent incisional hernia. Asa 2. (B)(6) 2011: (B)(6) medical center. (B)(6) , md. Operative report. Preoperative diagnosis: stitch abscess of abdominal with incisional hernia. Postoperative diagnosis: stitch abscess of the abdominal with incisional hernia. Operation: operative repair of stitch abscess; removal of stitch with incisional hernia repair. Anesthesia: general. Estimated blood loss: minimal at 50 ml. Indication: this is a 61 year old white female with ongoing multiple hernias of the abdominal wall now requiring operative repair with a stitch abscess. Procedure in detail: ¿after informed consent was obtained, patient was brought to the operative suite, placed in the supine position on the operating table, prepped and draped in normal sterile fashion; antibiotics had been given. Incision was made through the midline. Dissection down through area of multiple hernias was identified at least 5 hernias were identified. A stitch granuloma abscess was also identified. All the previous stitch was removed. Fascia was easily identified. Once this was clearly identified and well demarcated and we were comfortable with the fascia and all previous stitches had been removed, a #1 vicryl x15 was used in an interrupted figure-of-eight fashion throughout the abdominal wall. Once we had a good repair with no undue tension, irrigation of the abdominal wall was then performed followed by closure of the skin. A drainage site was then placed at the stitch granuloma abscess. Sterile dressings were placed. The patient tolerated the procedure and went to the recovery room in stable condition.¿ a potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information.   It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence."   The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material."

Manufacturer narrative:
The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. C1: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: implant preoperative complaints: n/a. Implant procedure: (B)(6) medical center, (B)(6), md: ¿operative repair with open technique of incisional hernia times 3 with dual mesh by gore.¿ implant date: (B)(6) 2006 (hospitalization unknown) preoperative diagnosis: incisional hernia. Postoperative diagnosis: same as above. Anesthesia: general. Estimated blood loss: less than 10 cc. Indications for procedure: this is a (B)(6) white female with a history of colon resection in the past, now with multiple incisional hernias in the upper aspect of her incision. Procedure in detail: after informed consent was obtained, the patient was brought to the operative suite, placed in supine position on the operating table, prepped and draped in normal sterile fashion; antibiotics had been given. An incision was made in an upper midline small site with the site of hernia identified. Dissection down to the subcutaneous tissue revealed 3 small hernias emanating from the fascia. These were dissected back into the abdominal cavity. Dissection back to the fascia was then performed with adequate edges on all sides. This appeared to be roughly 6-7 cm in size. Because of this, a piece of dual mesh by gore was then placed intraperitoneally on top of the omentum and peritoneal covering and this was sutured in a ______ style fashion to the abdominal wall. Once this was performed, care was taken to insure we had adequate closure. Irrigation of the wound was performed with a copious amount of sterile irrigation. The wound was then closed at the fascia, followed by subcutaneous, followed by a running subcuticular. Sterile dressings were placed. She tolerated the procedure and went to the recovery room in stable condition. The records confirm gore® dualmesh ® plus biomaterial 1dlmcp03/04424397. Explant preoperative complaints: n/a explant procedure: exploration of abdominal wall with removal of infected mesh, inability to replace mesh secondary to abdominal wall infection. Washout and debridement and closure of the abdominal wall. Explant date: (B)(6) 2012 (hospitalization unknown) surgeon: (B)(6), md anesthesia: general estmated blood loss: 50 to 100ml indications for procedure: a (B)(6) female requiring operative repair secondary to infection of the abdominal wall. Procedure in detail: after informed consent was obtained, the patient was brought to the operative suite, placed in the supine position on the operating table, prepped and draped in a normal sterile fashion. Antibiotics had been given. Incision was made into the abdominal wall around the site of the granulomatous tissue. Once this was dissected out a significant amount of infection was identified around her previously ¿core¿ [sic] mesh was fully removed and this was irrigated, ________ because of the abdominal wall irritation but even though the infection was out we suspected that we would have a potential new infection if the mesh was placed. We were unable to close the abdominal wall because of the significant size of the defect at this time, and because of this the abdominal wall was closed in three layers loosely at the superficial layers. We were unable to repair the defect again because of recent infection and thus the abdominal wall was closed loosely. Sterile dressings were placed. She tolerated the procedure and went to recovery in stable condition. Relevant medical information: (B)(6) 2012: (B)(6) medical center, pathology report, (B)(6), md: diagnosis: soft tissue and mesh, from abdominal wall, incisional hernia repair and mesh removal. Congested fibroadipose tissue showing recent and old hemorrhage, marked inflammation, mostly chronic with lesser degree of acute and foreign body giant cell with engulfed foreign material, scarring and fibroblastic response; foreign material compatible with mesh. Gross description: received in formalin labeled ¿abdominal wall mesh¿ are four portions of fibrofatty tissue, ranging from 6 x 4 x 2.5cm to 2 x 2 x 0.8cm. The two largest portions of tissue show adherent superficial hemorrhagic purple-gray fibro membranes, with the largest portion of tissue showing a strands of synthetic tan material with brown stripes, with this foreign material 6cm in length and up to 1.8 cm in width. On transection, the largest portion of tissue shows a broad band of glistening gray white fibroconnective tissue spanning most of its length. A narrow zone of golden discoloration, up to 0.9 cm in depth and 0.3cm in width, is seen at one edge of the hemorrhagic material bordering the strip of foreign material. The second largest portion of tissue also shows a broad band of fibroconnective tissue along most of its length. The smallest portions of tissue are transversed by fibrous bands, with the smallest portion of tissue also showing scattered golden foci of discoloration, spanning up to 0.5 cm in greatest dimension. A loose strands of knotted blue suture material, up to 2.5 cm in length, accompanies the specimen. Representative sections are submitted with the tissue from the largest portion of tissue with the foreign material in block a and sections from the other three portions of soft tissue in b. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information.   It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.

Event description:
It was reported to gore that the patient underwent open incisional hernia repair on (B)(6) 2006 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2012 , an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: adhesion, hernia recurrence, removal. Additional event specific information was not provided.